Event description:
Orig. Surg. 2005. Male - retired. 180 cm. Allegedly in 2006 had pain. From the x-rays there was breakage of the prosthesis neck. A revision was performed 4 days later.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. This report will be amended when the investigation is complete.